Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 17.6 cloud - smartphone hardware iphone15.3 cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting and sweating. Upon arrival at the hospital the patient was placed in the intensive care unit. The patient was treated with manual insulin injections. The patient reports they stayed at the hospital an additional day to monitor a new pod that was applied. The patient was discharged from the hospital on the second day.